Manufacturer narrative:
On 4/8/2019, mentor decided to exclude generalize illness and add autoimmune disorder for proper codification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Medwatch number: mw5082693. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast augmentation with unknown mentor saline breast implants which the patient reported that she had one implant for 11 years due to poland s syndrome. After about eight(8) years start having weight gain, low energy, autoimmune responses, blood work would come back normal for tested conditions, visited with many physicians, finally learned of breast illness and resonated with many of the symptoms. Performed additional tests and found pathogens/parasites in intestines-common due to the attack of the foreign objects in her body and low immune system and high level of heavy metals in her system. As a result patient had the implant removed on (B)(6) 2018.